Event description:
Reporter alleged obtaining a discrepant blood glucose result of 224 mg/dl back to back with a result of 97 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter stated she took 40 units of insulin with the back to back comparison results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the suspect device and replacement product was sent.